Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The coil was returned still inside the microcatheter used during the procedure. Analysis of the returned device revealed that the main coil was heavily stretched, the main coil suture was damaged and the main coil was broken/fractured. The delivery wire was kinked/bent likely due to handling. A functional evaluation could not be performed due to the condition of the device. Information available indicated that the device was confirmed to be in good condition prior to use. Based on analysis of the subject device it is probable that the damage to the delivery wire was due to handling during the procedure. Based on the damages observed to the main coil, it is possible that some friction was experienced during advancement of the coil, and the physician used force in order to remove the coil from the catheter¿s lumen and subsequently the coil stretched contributing to the break. This scenario however cannot be conclusively determined because no resistance was reported. Based on the analysis results and available information, the manufacturer has determined that an unknown procedural factor encountered during procedure contributed to the reported and observed damages to the main coil. Therefore, an assignable cause of operational context was assigned to this investigation.

Event description:
It was reported that during advancement of the coil through the microcatheter, it detached unexpectedly. The physician removed the microcatheter along with the coil still inside without patient complications.

Event description:
It was reported that during advancement of the coil through the microcatheter, it detached unexpectedly. The physician removed the microcatheter along with the coil still inside without patient complications.